Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The device was returned with the udh handle in the open position and the basket formation in the open position. A functional test noted the udh handle does actuate the basket formation. A visual examination noted the support sheath is partially separated 1 mm from the nose of the mlla (male luer lock adaptor). The basket sheath is also noted as being bent at the same location. The support sheath and the basket sheath are still adhered. The collet knob is tight and secure. The mlla is secure. The pett is stuck in the handle. Two kinks are noted in the basket sheath; one measure 41.5 cm and the other measures 44.5 cm from the distal tip of the basket sheath. A review of the device history record of the finished product shows one nonconforming event that may contribute to this failure mode; however, the product was re-worked. There were no other reported complaints for this lot number. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician reported that the ngage nitinol stone extractor basket malfunctioned when tested prior to performing an unspecified procedure. The malfunction was described as the tip of the basket would not fully close after opening. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The physician completed the procedure with another device.